Manufacturer narrative:
Corrected data: ¿intraocular lens¿. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the lens was implanted and then removed during the same procedure due to a capsular bag break. During implantation of the iol, the physician could not center the lens accordingly, and simultaneously he noticed a physiological tear in the posterior capsule of the right eye. After noticing the posterior capsular tear, the surgeon removed the iol, proceeded with a vitrectomy and inserted a new iol. Vitrectomy was done without any iols in the optic. In addition it was stated the patient experienced corneal opacification alongside corneal edema postop day 1. Patient is noted to be improving. Patient is at 20/40 with new iol. Lastly it was stated that the physician does not contribute the event to the intraocular lens.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection noted that the lens was cut in half. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed some surface residue on the lens compatible with handling, such as during the implant and explant process. No cosmetic conditions related to the manufacturing process were identified. No manufacturing related issues that may have caused this condition was identified in the sample returned. Manufacturing record review showed that the production order was manufactured according to specifications. Corrected data expiration date 05/06/2017. Device manufacture date 05/06/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.